Manufacturer narrative:
Sensor was not returned to manufacturer. However, based on the sensor serial and lot number , it was concluded that there was a malfunction. A corrective and preventative action (CAPA) has been initiated to carry out further investigation of similar incidents. Also, the patient got a sensor replacement and a was inserted with a new sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.